Event description:
It was reported that the patient presented to the clinic for a follow-up. Oversensing due to post-paced t wave oversensing was noted on a stored egm. Programming changes were made. The patient was asymptomatic.